Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision has gotten worse since surgery. The patient reported that since surgery, it's never been quite right. The patient tried different things, doctor gave glasses to correct remaining astigmatism, which helped with persistent headache but hasn't helped with vision. Distance vision is not great, but only has 20/70 vision for reading based on appointment today. Patient reports that his surgeon does not know what else to do, and the patient does not trust his surgeon. Additional information has been received and stated that, the patient had limited depth perception, trouble night driving, starbursts. The surgeon also stated that multifocal intolerance. The iol was exchanged for another lens model 12 months following the initial implant procedure. The patient was not hospitalized for the event and there was no patient harm. The symptoms were resolved to the patient.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company model 15.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens 15.0. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).